Event description:
It was reported that the indicated battery charge increased by 85% in a short period. There was no reported adverse impact to the customer's blood glucose level. Technical support was contacted, and it was determined that the pump would be replaced. The customer was informed of how to put the pump into storage mode and instructed to return the problematic pump using a pre-paid label within 10 days, while using multiple daily injections (mdi) as backup therapy during this period.